Event description:
During a coronary stent procedure of a svg to the circumflex, the physician was unable to cross the lesion with the express2 mr 4.5 mm x 16 mm stent. The phyiscian removed the express2 mr 4.5 mm x 16 mm stent and went down with a 4.5x12 stent to treat the distal portion of the lesion. The physician then reintroduced the express2 mr 4.5 mm x 16 mm stent and again attempted to cross the lesion and was unsuccessful. While removing the express2 mr 4.5 mm x 16 mm stent and wire, the stent was stripped from the delivery device and embolized. They were unable to locate the embolized stent. The pt status is listed as "fine".